Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump has problems. During the priming insulin exits the infusion set; however, when insulin pump is connected to the her body the insulin pump under-delivers insulin. The insulin pump does not alarm at all. Customer is experiencing high blood glucose. The reservoir volume does not change; reservoir remains full. Customer is treating high blood glucose with manual injection. Nothing further reported.